Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One used ambulatory infusion pump was received for device evaluation. Visual inspection found the device to be in good physical condition with no visible damage noted. The pump was tested for any signs of function or pressure failure. During functional testing, an alarming "air in line" message was activated when no air was present, and the reported issue was confirmed. A faulty air detector sensor was found to be the source of the reported issue. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that the "air in line" alarm occurs to a smiths medical cadd-legacy® pca pump when there is no noted air present. There were no adverse effects reported.